Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of over temperature. It is unaware of patient involvement. A getinge field service engineer inspected the unit over customer reported over temperature issue. In order to fix the issue he replaced scroll compressor and filter. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received a compressor for evaluation. Performed visual inspection of the compressor per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage and the part looks to be in good condition.the failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure (B)(4) rev an. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is over temperature.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.